Event description:
Case description: investigation results novofine - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: -investigation result updated -manufacturer comment updated manufacturer's comment: (B)(6)2018: as the device novofine needle has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4).. H3 continued: evaluation summary investigation results novofine - batch unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Diabetic ketoacidosis [diabetic ketoacidosis], not injecting insulin [drug dose omission], did not remove one of the protective caps [wrong technique in device usage process]. Case description: this serious spontaneous case from the united states was reported by a diabetes nurse specialist as "diabetic ketoacidosis" beginning on (B)(6) 2017, "not injecting insulin" beginning on (B)(6) 2017, "did not remove one of the protective caps" beginning on (B)(6) 2017, and concerned a (B)(6) male patient who was treated with novofine (needle) from unknown start date due to "type 2 diabetes mellitus", (B)(6). Medical history included type 2 diabetes mellitus (duration not reported). Concomitant products included - levemir (insulin detemir) solution for injection, .0024 mol/l treatment included - insulin aspart it was reported that, the patient receiving therapy with novofine needles with levemir was unaware that the needles had two protective caps hence the patient did not remove one of the protective caps. As a result, the patient was not injecting insulin when using the levemir. As a result, the patient was hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood sugar of 714 mg/dl (reference range not reported). The patient was treated with intravenous regular insulin (brand not specified) along with insulin detemir and insulin aspart. On (B)(6) 2017, the patient was discharged. Action taken to novofine was reported as no change. On (B)(6) 2017 the outcome for the event "diabetic ketoacidosis" was recovered. The outcome for the event "not injecting insulin" was reported as recovered. The outcome for the event "did not remove one of the protective caps" was reported as recovered. On (B)(6) 2017 the case status changed from non-valid to valid due to receipt of patient identifiers upon follow-up. Reporter comment: the diabetes nurse specialist felt that the events were due to the patient not removing the cap on the needles.